Event description:
Additional information was received from a healthcare provider (hcp) stating they are unsure of the cause as they have not seen the patient since (B)(6)2009. From chart review, it seems the patient had improved tremor control after reprogramming in (B)(6)2019. It is unknown if the sudden change in therapy has been resolved.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that it seems the patient had improved tremor control after reprogramming in aug-2019. It is unknown if the sudden change in therapy has been resolved.

Manufacturer narrative:
See regulatory report# 3004209178-2019-10344 for other implantable neurostimulator (serial# (B)(4)) involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-may-23 (B)(4) (con): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient had a sudden change in therapy that was not related to positional movement. It was reported the patient had several reprogramming sessions however the results were not lasting. The patient said he was still shaking, more on the right side, and it was difficult to write or use a mouse. It was reported the issue occurred since the batteries were last replaced. The patient asked the health care professional (hcp) if the surgery (lead) could be redone and was told it could not. The patient stated he was told to wait and come back in 3 months. No further symptoms or complications were reported or anticipated.